Event description:
Patient filed a medwatch case stating that they received tms for the treatment of depression and developed a manic episode after receiving ~10 treatments. He stated that the episode required approximately 6 weeks to be properly diagnosed and an additional 2-3 months to completely resolve.

Manufacturer narrative:
Patient filed mw5188934 stating that they began to experience mania symptoms after their 10th daily treatment session which progressed over the weeks following the end of his tms course. The symptoms were not noted by the tms practice, and the patient ended treatment in remission based on phq-9 score of 1. Communication with the patient indicates that it took two months to diagnose him with bipolar and required multiple stabilizers to stop the manic episode. Patient is currently on depakote and risperidone for treatment and is under control. The neurostar instructions for use notes that treating patients with undiagnosed bipolar disorder may increase the likelihood of precipitation of a mixed/manic episode and should be adequately screened to determine if they have bipolar disorder. Neurostar tms is not cleared for the treatment of bipolar disorder.